Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is filed is filed on (B)(6) 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed swelling and redness at abutment site, however the issue did not resolve; subsequently the patient was treated with topical antibiotics (date and duration not reported). The implanted device remains.